Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Suspected cause was due to the customer having entered in the wrong date, time and basal rates needs adjusting. Customer attempted to self-treat by consuming carbohydrates; however paramedics were called to assist customer by administering IV fluids to address bg level. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.